Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device did not overheat during the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device was making an unusual noise. It was determined that the device had unknown debris and corrosion inside the bearings (improper cleaning). It was further observed that the motor was worn and corroded and the coupling head was worn (normal wear). It was determined that these issues were due to wear from normal use over time and improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was defective and was overheating. It was reported that the event occurred during use on a patient and the device was being used for treatment. There was a five minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the event was not an adverse event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.